Event description:
In situ testing showed affected channels. The users benefit with the device is uncertain as he can't complete speech perception tests. The user however requests his processor and enjoys using the device. The user was re-implanted. This report refers to 9710014-2021-00552. For further information please refer to this report.